Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02519. It was reported that the patient presented for pocket revision due to pocket discomfort. Upon device interrogation prior to the procedure, several high and out of range defibrillation impedance was observed on the right ventricular lead over last week. No externalized conductors was noted via x-ray. The implantable cardioverter-defibrillator was explanted and replaced as the battery was less than 50 percent till elective replacement indicator. When the lead was connected to the new device, the impedance value was lower. Programming change was made. The lead remains implanted. The patient was discharged and will continue to be monitored.